Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer blood glucose level was 418 mg/dl. Customer also stated that the they went high to blood glucose 400 mg/dl due to serter issue. Customer treated high blood glucose insulin pump. Customer declined further trouble shooting. The insulin pump will not be returned for analysis.